Event description:
It was later reported that the patient also had a return of spasticity. The cause of the alarm was an empty reservoir. The alarm was confirmed through telemetry. At the time of report the patient was stable and receiving effective therapy.

Event description:
It was reported that, on (B)(6) 2014, a low reservoir alarm occurred and, 3 days later, the empty reservoir alarm occurred. When the pump became empty, the patient experienced withdrawal and was prescribed oral baclofen. A pump replacement was done on (B)(6) 2014. However, the reason for the pump replacement was unknown to the reporter. The patient was noted as receiving intrathecal baclofen therapy. Specific patient symptoms, cause of the event, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).